Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. However, the return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a percutaneous drainage catheter placement procedure using navarre universal drainage catheter. During the procedure, the catheter was difficult to advance. It was further reported that the suture coil broke while attempting to curl it. The catheter was removed and the procedure was completed using another device. There was no reported patient injury.